Event description:
It was reported that this patient had a prior inflatable penile prosthesis (ipp) that was removed earlier in (B)(6) 2021 due to infection at the pump site diagnosed on (B)(6) 2021. During the explant procedure, the patient was irrigated out to treat the infection. A new ipp system was implanted six months after with good results. There were no device issues. The patient is expected to fully recover.

Manufacturer narrative:
Information updated: describe event or problem, date of event and explant date. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this patient had a prior inflatable penile prosthesis (ipp) that was removed earlier in april 2021 due to infection at the pump site. A new ipp system was implanted six months after with good results. There were no device issues. The patient is expected to fully recover.